Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the surgeon flushed the catheter with saline prior to use it was found to be leaking/cracked in multiple locations. The catheter was not used on the patient, and they did not experience any injury or complications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician reported that the device was prepared as indicated per the IFU.

Manufacturer narrative:
H3: the react-71 catheter total length was measured to be ~140.2cm and the useable length was measured to be ~133.5cm which is within specification (specification: 132cm +3/-0cm). No damages or irregularities were found with the react-71 hub. Upon visual inspection, the react-71 catheter body was found kinked at ~6.8cm, 32.0cm, 69.0cm, and 95.5cm from the proximal end of the hub. Upon microscopic inspection, protrusions were found on the react-71 catheter body at ~12.0cm from distal tip. No damage was found with the react-71 distal marker/tip. The react-71 catheter was flushed, water exited from the distal tip. An rhv was then secured to the react-71 catheter body at ~2.0cm from the distal tip and the react-71 catheter was pressurized with water. The react-71 catheter was found leaking from the damage (protrusions) at ~12.0cm from the distal tip. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed as the react-71 catheter was found leaking from the damage (protrusions) on the catheter body. However, the cause for the damage could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.